Event description:
Cardiac lead extraction case to remove two cardiac leads. The physician began the procedure with glidelight laser sheath; however, significant difficulty advancing occurred. The physician made the decision to use a visisheath as a manual extraction tool to break the guidant 4017 (implanted 96 months) lead free; after this was done cardiac tamponade occurred. The injury was discovered to be a small tear at the ra appendage and was successfully repaired. Patient survived the intervention.